Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Procedural cine, procedural echo, 3mensio (2), pre-op CT provided, and f/u echo were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided. Based on the 3mensio reconstruction, ava was measured as 454mm2 in 75% phase (diastolic). This area is equivalent to use a 26mm s3. If the area is questionable, it is recommended to perform a good bav with contrast injection to help determine valve size. Moderate pvl was seen post implant with 23mm xt from echo images. However, images provided only show trivial central ai. Pvl and central ai were unchanged prior to the valve in valve. Bav prior to valve in valve was not effective as the balloon was too small to re-expand valve (balloon size not provided). The reviewer would have recommended re-dilatation with proper size bav to expand valve prior to the valve in valve. In this case, the exact cause of the central regurgitation is unknown, but per the heart valve team, the valve was initially under expanded at implantation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), a valve in valve was performed when a 23 sapien 3 valve was placed within a failed, under expanded (per the heart team) sapien xt valve, eight months post initial implant via ta approach. The patient was symptomatic, and both central aortic insufficiency (cai) and paravalvular leak (pvl) were present, but the cai was completely fixed with the second valve.